Event description:
It was reported the patient no longer had stimulation and was unable to communicate with the ipg using external devices. The patient had recharged 13 days prior, and felt the stimulation decrease and then the ipg stopped. It was reported the patient was to be scheduled for surgical intervention to replace the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.